Manufacturer narrative:
Follow-up report indicated that the patient received a permanent implant and is currently working through the algorithm.

Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the tip of a lead was sheered off during an implant procedure for a trial patient. The physician had left the detached component in the epidural space. No injuries were sustained by the patient. The procedure was completed without further incident and the patient continued with the nevro trial. The trial has since ended and was deemed successful. The patient will likely receive a permanent implant.